Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet system with a dexcom g6, with a lowest cgm value of 44 mg/dl and subsequent lows, and treated the events with oral fast-acting carbohydrates (glucose tablets), with glucose trending upward after treatment; the user indicated the ilet had been maladapted due to use error, and no other contributing factors were identified, while the specific device component implicated could not be determined and information about a device malfunction was insufficient. Symptoms included hypoglycemia and malaise. Outcomes included an unexpected medical intervention in the form of medication required, namely oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and insufficient information to identify a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.